Event description:
Angiogram of lower legs being done. Had difficulty advancing the catheter. Pulled the catheter back. Thought the catheter was out, so clamped the wire to hold it in place. By mistake clamped both wire and catheter. Both were black. Catheter was cut. Another catheter was advanced which pushed the tip of the first catheter into the pt. Attempts to retrieve unsuccessful. Initial investigation suggests this is not a device issue. However, colors (black wire, black catheter) may have contributed.